Event description:
Customer reported that pump declared alarm 20 during pumping. There was no reported impact to the customer¿s blood glucose level as customer declined to answer. Technical support arranged for a pump replacement and confirmed the pump was under warranty. Customer was instructed to use multiple daily injections as backup therapy and was guided on how to put the pump into storage mode before returning it with a pre-paid label in 10 days, which customer acknowledged.